Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors. A global receiver functional test was performed on the receiver and it passed, finding no audio failure. A manual sound drop test was performed on the receiver, finding no errors. The complaint of no audio output could not be confirmed. The root cause could not be determined post investigation.